Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis and no kinks were noted along the shaft of the device; however, the polymer extrusion shaft was observed to be damaged 175mm proximal of the proximal balloon bond. A microscopic image is taken of the damaged polymer extrusion shaft site. No issues existed with the tip, blades, balloon or markerbands. No other issues were noted during analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that crossind difficulty occured. The target lesion was located in the right coronary artery, a 10mm x 3.25mm flextome monorail balloon catheter was advanced for dilation but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications nor injuries were reported. However, the returned device analysis revealed ruptured shaft.